Event description:
This is a spontaneous case report received from a consumer via lay press in united states on (B)(6)-2015 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had abdominal pain which became chronic. Her pain level was an 8 out of 10. She went back to the doctor and was told that it could not be related to essure because there were no side effects to essure. She said that it took two years of looking to find a doctor who would remove essure through a full hysterectomy. Consumer stated that she immediately woke up and felt better. The nurses were shocked at how well she was feeling after a full hysterectomy. She said that did not know the kind of pain she has been living in for the past two years and the pain from the surgery was nothing compared to everyday pain that she has been dealing with. No additional information was provided. Ptc investigation result was received on (B)(6)-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain which became chronic (pain level was 8 out of 10). This event is serious due to required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, the patient had intense abdominal pain (pain level was an 8 out of 10) which became chronic. A hysterectomy was performed and she immediately felt better (positive dechallenge). Considering the events' s nature and positive dechallenge, causality is assessed as related to essure use. Since hysterectomy was reported, this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 21-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0705). Consumer reported that she had the essure procedure done in 2011. She states that, beginning a few months after the procedure and rapidly increasing thereafter, she suffered from the following symptoms: nausea, fatigue, vomiting, diarrhea, bloating, prolonged heavy menstrual cycles with blood clots the size of a quarter, painful intercourse and exercise, sudden sharp stabbing abdominal pain, chronic debilitating back and abdominal pain, complex non-functional ovarian cysts, tingling and numbness in her extremities, brain fog, confusion, systemic nickel allergy and chronic idiopathic urticarial. After visiting several doctors about her symptoms and essure concerns with no successful treatment or diagnosis, she finally convinced her obstetrician/gynecologist to perform a hysterectomy to remove the essure device. Removal was performed on (B)(6) 2013 and, according to consumer, her symptoms resolved immediately after the hysterectomy, with the exception of the chronic idiopathic urticarial. She has to take two medications every day for the rest of her life to control the hives that develop only on her lower abdomen and groin. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2011 and experienced abdominal pain beginning a few months after the procedure and which became chronic. Hysterectomy was performed on (B)(6) 2013 and, according to consumer, her symptoms resolved immediately. Pain is serious due to required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, the patient had intense abdominal pain which became chronic. A hysterectomy was performed and she immediately felt better (positive dechallenge). Considering the events' s nature and positive dechallenge, causality is assessed as related to essure use. Since hysterectomy was reported, this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information cannot not be obtained.

Manufacturer narrative:
Follow-up information received on 06-dec-2015 from consumer via social media: the consumer stated that her doctor used ethicon power morcellator and mesh during essure removal and therefore she was suffering from chronic conditions. Follow up 29-dec-2015: no new information was provided. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2011 and experienced abdominal pain beginning a few months after the procedure and which became chronic. Hysterectomy was performed on (B)(6) 2013 and, according to consumer, her symptoms resolved immediately. Pain is serious due to required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, the patient had intense abdominal pain which became chronic. A hysterectomy was performed and she immediately felt better (positive dechallenge). Considering the events' s nature and positive dechallenge, causality is assessed as related to essure use. Since hysterectomy was reported, this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information cannot not be obtained.